Event description:
It was reported that the patient received an inappropriate shock. Insulation failure was suspected but not visible at the time of replacement. The lead was capped.

Manufacturer narrative:
Na